Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s ¿battery had stopped.¿ it was further reported that ¿the battery was off¿ and ¿unable to be activated.¿ while the issue had reportedly resulted in a ¿temporary injury¿ for the patient, it was clarified that ¿there was no injury but without the aid of the activated device, the medication that the patient took [had] practically no effect.¿ it was unknown whether any diagnostic testing or troubleshooting had been performed. No interventions were performed and no hospitalization was required; the patient was alive with no injury at the time of report. The patient¿s device remained implanted and out of service at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the recharging system was replaced. The cause of the battery issue was cable fatigue. The patient reacted well to therapy after the recharger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.